Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date, report device evaluation results, device return date, follow-up report submitter, awareness date, report type, follow-up number, follow-up type, device evaluation status, method, result and conclusion codes.